Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 108-127 mg/dl. Customer changed cartridge and infusion set to address the occlusion. No issues were observed with the cartridge or infusion set.